Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the damage appeared to be use related. One 7fr d/l hickman catheter was returned for complaint record 1026117; however, the photos provided for complaint record (B)(4) did not match the physical sample, so the physical sample was investigated under this complaint record (B)(4). A tear in the oversleeve was observed at the distal end of the bifurcation. The printing on the extension legs was completely worn from the tubing. A functional test revealed a leak in the extension leg 3.5mm from the distal end of the red crimp collar. No other leaks were observed in the catheter. The inner layer of tubing was breached in the circumferential direction and the breach coincided with the distal end of the luer adaptor stem. It is possible that the layers of tubing near the crimp collar wore against the luer adaptor stem. Clamping the catheter near the crimp collar or repeatedly flexing or kinking the catheter in the area can stress the catheter as it is stretched over the luer adaptor barb, eventually leading to catheter failure. The catheter should never be clamped over the reinforced segment directly adjacent to the connector. Stretching and manipulating the catheter also appeared to be the cause of the tear in the oversleeve at the distal end of the bifurcation. Proper dressing and handling of the catheter may help prevent the damage observed on the returned sample. The damage appears to be associated with use of the device.

Event description:
It was reported that a hole was noticed in the cv lumen of the catheter. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huap1532 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (huap1532) have been reported from the same (B)(6) facility.

Event description:
It was reported that a hole was noticed in the cv lumen of the catheter. No other information was provided.